Event description:
The physician was utilizing a coblator ii surgery system and an evac 70 xtra arthrowand to complete a tonsillectomy and adenoidectomy procedure. It was reported that the pt experiencing post-operative bleeding at the surgical site. No information regarding the treatment of the post-operative bleed was available; however, no other complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available. Reference manufacturers report(s): 3006524618-2012-00436.